Manufacturer narrative:
The 510k: this report is for ten unknown 3.5 mm cortex screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery for a fractured right ankle due to a gunshot wound on (B)(6) 2016. At that time, the patient was implanted with a locking compression plate (lcp) 1/3 tubular plate, ten (10) 3.5 mm cortex screws and an external fixator. On (B)(6) 2016, the surgeon removed the external fixator. On an unknown date, the patient got her ankle caught in an elevator door which, per the surgeon, broke the plate. An x-ray on an unknown date revealed the broken plate, a nonunion and osteomyelitis. The patient was brought back to the operating room on (B)(6) 2016. During the surgery, it was noted that only the plate was broken at the fifth hole and it was easily removed. The ten (10) 3.5 mm cortex screws were all removed intact. The surgeon debrided the infection, packed the wound with foam, and placed a drain which remained intact postoperatively. It was reported that there was minimal drainage noted at the time of surgery. The patient was revised to an external fixator only. Future action is unknown at this time. The surgery was successfully completed and the patient reported as stable. There was no delay reported in the surgery. This report is for ten unknown 3.5 mm cortex screws. This is report 2 of 2 for (B)(4).